Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture on the presenting electrogram (egm). Technical services reviewed and found capture thresholds had increased. Programming was adjusted and capture was observed on the egm. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).